Event description:
It was reported the microwave was reportedly interfering with the patient¿s device. While the microwave was being used, the ¿signal¿ would drop down and the patient would need to go to the bathroom and reprogram the device. It was also stated the microwave was changing the settings on the programmer for the past three days. Additional information has been requested, a follow up report will be sent if additional information is received.

Event description:
Additional information received reported the representative reached out to the patient shortly after the initial report of concerns when using a microwave oven. It was stated there was no issue with the therapeutic benefit at that time. No reprogramming was performed and it was believed the patient had been receiving effective therapy since. A second follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3889-28, lot# va0fssx, implanted: 2014-(B)(6), product type lead. (B)(4).